Event description:
Pt was seen by the eye care practitioner (ecp) on (B)(6) 2012 for a swollen and red right eye and extreme pain. The doctor checked her and she had a large scratch on her cornea. The pt returned on (B)(6) 2012, her eye was still swollen and red and she was still in extreme pain, the doctor sent her to an ophthalmologist. The ophthalmologist states the pt had photo phobia, the corneal abrasion healed 2 days later and that the pt still had edema and uveitis. He states that it was not associated with the lenses that it was an over wearing issue with corneal edema.